Event description:
The customer reported falsely low sodium (na) result, for one patient, involving the unicel dxc 600 synchron system. Five patient samples were reanalyzed and only one had an erroneous result. The erroneous result was not released out of the laboratory. There was no patient impact associated with this event. The customer indicated quality control (qc) for sodium, chloride, and calcium was erratic. The customer stated flowcell maintenance was current and all ion selective electrode (ise) reagents were replaced. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) and replace the sodium and chloride electrodes. Replacement of the na and cl electrodes resolved the issue. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting with beckman coulter customer technical support (cts). The customer indicated controls were within range prior to and after the event.